Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin results were generated for neonates while using the architect (B)(4) analyzer. The following results were provided: sid (B)(6) - architect: 19.6 mg/dl; alternate method 13.9 mg/dl (% shift = 41%) the customer further stated that sid (B)(6) generated an architect result of 15.2 mg/dl, with a alternate method result of 12.3 mg/dl (% shift = 23.6%); however, the customer was not sure if the architect result was generated on the (B)(4) analyzer. The customer was utilizing a critical cut off >/= 17 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
A ticket search by lot 54128uq11 found no other complaints similar to the current complaint issue and no trends related to this issue were identified. Return testing was not completed as returns were not available. Historical performance of reagent lot 54128uq11 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 54128uq11 is within the established control limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the total bilirubin, lot 54128uq11.